Event description:
Medical record reviewed 10/12/1998. Pt is a 43 yr old female that desired permanent surgical sterilization. Per the operative report "the fallopian tube was grasped with the fallopian application in the ampullary portion and, at the time of attempted application, the tube ring was not engaged by the applicator." Transected ends were cauterized.